Event description:
Information received from the field notes a lead fracture. The patient had been in an automobile accident and the lead was stretched. Alternating open and short circuits were noted.~~~~~~~~~